Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one smooth crease opening. The fill inspection test was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one smooth crease opening assessed as a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.